Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer was able to clear alarm and able to complete rewind process. Customer stated that displacement verification test was passed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Customer returned device due to alleged device error 37, device error 42, software error and were found on august 25, 2022. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.08705 inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. No device error 37, device error 42, software error noted during testing. No unexpected insulin flow blocked alarms noted during testing. No alerts/alarms/anomalies noted during testing. Device error 37 occurred on august 25, 2022 02:38 pm on event date in history files. Device error 42 occurred on august 25, 2022 02:38 pm on event date in history files. Software error occurred on august 25, 2022 02:39 pm esf #2610666, file #2005, line # 5632 on event date in history files. Device was cut open to perform visual inspection and found evidence of moisture damage on force sensor, electrical board . Motor was tested outside and it passed. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, stained serial label, keypad overlay texture damage. Device error 37 & device error 42 is confirmed due to being found in history files. Software error is confirmed due to software defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.